Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the reported post operative pain experienced by the patient. At the time the event was reported no additional medical / surgical intervention had taken place. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in 2004 the patient was implanted with a bard perfix plug for the repair of a left inguinal hernia. As reported the patient has experienced chronic pain in the area of the repair since the surgery was performed. It is reported that the pain has worsened within the last few years and the patient is seeking medical attention. The patient's surgeon has reported that he believes the ilioinguinal nerve is entrapped within the left groin underneath the mesh and is planning to inject the patient with a nerve block in an attempt to relieve the pain. As reported if the injection does not relieve the pain, the surgeon will ligate the nerve and if needed remove the mesh and replace it with another mesh device.